Manufacturer narrative:
Evaluated by manufacturer: conclusion and justification status: following investigation by bioengineering, it was reported that: root cause: undetermined, it is not possible to say why this revision occurred. Wear of the bearing surface indicates that edge loading occurred which indicates that the implant may have been sub-optimally positioned. Some fretting corrosion was noted on the head taper and the liner taper. With the information provided it is not possible to conclude why this hip replacement failed. It is likely that a combination of the following factors contributed to the failure surgical technique, surgical procedure, the device and patient factors. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.

Manufacturer narrative:
This complaint is till under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised due to cup loosening on (B)(6) 2011. During the surgery, symptom like soft tissue reaction which might be caused by mom was noted. Doi: (B)(6) 2007. On (B)(6) 2007, tha was done for the left hip with mom. On (B)(6) 2011, revision was done due to cup loosening. During the surgery, milky white liquid was noted around the soft tissue. The liquid was confirmed to be abacterial and the implantation was conducted as scheduled.

Event description:
The pt was revised due to cup loosening on (B)(6) 2011. During the surgery, symptom like soft tissue reaction which might be caused by mom was noted.